Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure with a farawave catheter, the catheter splines inverted. The catheter was deployed and used in lspv and inversion was noticed. The physician did not want to take out of body, continued doing additional pulses, then pulled catheter out to fix by hand when we realized the vein didn't isolate after pulsing. The catheter was out and fixed by hand, when we went in the device continued inverting and was pulled into sheath to try and fix. The right veins had early take off which may have caused 2nd inversion to occur. The procedure was completed with another catheter. Following final intracardiac echocardiography (ice) check while the patient was still on the table, cardiac tamponade was noted. No perforation was noted via ice. A pericardial tap was performed. Which resulted in the patient admitted to hospital beyond the standard of care. The patient has fully recovered.